Manufacturer narrative:
Samples from the patient were submitted for investigation and the customer's positive troponin I stat results were confirmed. These results, in combination with negative troponin t results received, point to false positive troponin I stat results due to an unknown interfering factor in the sample. Serum fractionation of the patient sample gave no clear peak in the serum profile on either molecular weight. This might be due to the low troponin I concentration of the sample which was highly diluted during serum fractionation. The result of the serum fractionation could neither confirm nor exclude a possible interference. Further clarification was not possible with available methods and the current state of the art.

Event description:
The customer received questionable troponin I stat (short turn around time) and ck results from cobas e601 serial number (B)(4) for three samples for one patient. The doctor had questioned the results based on other signs/symptoms. The customer sent the samples to other sites for comparison on an abbott architect and an aleri cardiac profiler (fluorescence immunoassay). Sample 1: result from e601 was 0.49 ng/ml, result from abbott was 0 (neg), and result from aleri profiler was 0 (neg). Sample 2: result from e601 was 0.6 ng/ml, result from abbott was 0 (neg), and result from aleri profiler was 0 (neg). Sample 3: result from e601 was 0.49 ng/ml, result from abbott was 0 (neg), and result from aleri profiler was 0 (neg). The customer repeated the samples on the same cobas e601 and received "the exact same results". No specific data was provided. The repeat results for ck agreed with the cobas e601. No specific data was provided. The results were reported outside the laboratory and the doctor believed the "0" results to be correct. The customer did not know if any treatment occurred based on these results. No adverse event was reported. The field service representative checked the analyzer, ran successful precision check with qc material, and ran performance testing which was within specification. He found the instrument was performing within specifications.